Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the change in the device programming was what led to the stimulation output being very weak/non-existent. The manufacturing representative (rep) reprogrammed their device and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt called back reporting that group a worked about 50% of the time, but they could barely feel the stimulation. Regarding group c, they stated it never worked like it was supposed to and they could barely feel any stimulation in that group either. The pt was asked for the event date, but the pt only provided the dates they met with the rep about this issue on (B)(6) 2025. The pt could not recall the rep's name, but stated the rep did something and reprogrammed therapy, which worked for maybe about a week, but then it went right back to how it was working before (not working most of the time). The issue was not resolved and the pt was redirected to their doctor to have an appointment scheduled with a rep for further reprogramming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they have had a spinal cord stimulator for several years. Recently two of their stimulator's channels/programs (a,b,c) produce very weak or faint stimulation. It has not been but a month and patient had to go to their physician who installed the stimulator and the rep to have it reprogrammed or updated to get it to work. The stimulator had been working fine until the last several days. Channel a is nearly nonexistent output, channel b seems to be working ok, and channel c is nearly nonexistent. Patient in inquiring about assistance.